Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Component code: g01003. The complaint investigation for false elevated results included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Return testing was not completed as returns were not available. Historical performance of reagent lot 22314ui00 was evaluated using world wide data from abbottlink. Trending review determined no adverse trend for the issue for the product. Device history record review on lot 22314ui00 did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. World wide data from abbottlink was reviewed and determined that patient median result for the lot is comparable with other lots in the field and confirms no systemic issue for the lot. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I lot number 22314ui00 was identified.

Event description:
An additional occurrence on (B)(6) 2021: sid (B)(6), initial result 100.1 ng/l (positive). Redraw 1.4 ng/l. Initial sample retested at 1.2 ng/l (negative). An additional occurrence on (B)(6) 2021: sid (B)(6), initial result 204.7 ng/l (positive). Redraw 1.0 ng/l (negative). No adverse impact to patient management was reported.

Manufacturer narrative:
Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a false positive architect stat high sensitive troponin-I result of 114 ng/l was generated for sid (B)(6) on (B)(6) 2021 . The physician requested a redraw based on the patient's clinical history. Redraw results of 146, 2.9 and 1.6 ng/l were generated. The customer uses a normal range of 21 - 73 ng/l. Based on the significant decrease in troponin values, the technician decided to rerun the 2 samples on a second architect analyzer on february 17, 2021 which generated results of 0.7 ng/l (sid (B)(6) ) and 0.6 ng/l (sid (B)(6) ). No adverse impact to patient management was reported.